Manufacturer narrative:
B3. Date of event: unknown. No device was received for investigation. Therefore, we are unable to determine the reported complaint. If we receive the device, we will reopen the investigation for further evaluations.

Event description:
It was reported that the power goes off. The fault occurred while in use with the patient. There was known patient involvement and unknown patient harm/adverse event reported.